Event description:
It was reported that the patients right hip was revised due to infection. The surgeon performed an I&d and replaced the implants.

Manufacturer narrative:
Additional devices listed in this report: cat 6260-5-126, lot 46545602, description: 26mm std taper vit head; cat 6495-1-001, lot eekrf1, description: proximal fem comp std; cat 6495-6-030, lot ef3ch, description: gmrs extension piece 30mm; cat 6495-6-060, lot eeajn, description: gmrs extension piece 60mm; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a uhr bipolar head was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patients right hip was revised due to infection. The surgeon performed an I&d and replaced the implants.